Event description:
It was reported that on (B)(6) 2007, the patient presented with vertigo and possible schwannoma. The patient underwent a MRI brain scan which showed was no evidence of vestibular schwannoma and no evidence of focal abnormality in the brain. On 06 (B)(6) 2008, the patient presented with the preoperative diagnosis of post laminectomy syndrome, lumbar degenerative disc disease, right lower extremity radiculopathy, lumbar spinal stenosis and underwent surgery which consisted of a l4-l5 laminectomy decompression with bilateral l4, l5, and s1 foraminotomies; l4-s1 posterior spinal fusion with instrumentation l4-5 and l5-s1 posterior lumbar interbody fusion with morphogenic protein autograft and allograft. Per the operative report: ?...bone morphogenic protein autograft was placed into a peek graft and then placed on the left at l4-5 level. A bone morphogenic protein construct was also placed on the right side at the interbody space after thorough and meticulous endplate preparation. At l5-s1, minimal but obvious movement was apparent at the l5-s1 segment. On the left, the s1 nerve root was protected and a left-sided annulotomy was made. The disk space was prepared and an appropriate size peek interbody graft with the bone morphogenic protein construct was placed on the left at l5-s1. Attention was then turned toward inter-transverse fusion. The remaining bone morphogenic protein along with the allograft and autograft was mixed and placed in the inter-transverse space l4-s1. The pedicle screws were then spanned using pre-lordosed rods. All hardware was tightened and torqued appropriately and attention was turned toward closure?? Imaging was used for instrumentation placement and alignment. No patient complications were noted. On (B)(6) 2008, the patient was discharged from hospital. On (B)(6) 2008, the patient underwent x-rays which demonstrated that the interbody graft on the left had migrated posteriorly compared to the intraoperative (B)(6) 2008, images. On (B)(6) 2009, the patient presented right lower extremity pain - not much improvement from the preoperative state. The patient?s right l4 pedicle screw and left l4-5 interbody graft appeared ?less than ideally positioned?. The patient?s pain was posterior thigh and anterior leg, consistent with an l5 radiculopathy. On (B)(6) 2009, the patient presented with some right lower extremity pain. X-rays of the right hip demonstrated no pathology. X-rays of the lumbar spine demonstrated right l4 pedicle screw position ?less than ideal?. On (B)(6) 2009, the patient presented with low back pain with intermittent right hip pain. The patient underwent a lumbar spine CT which demonstrated moderate levo convex scoliosis of lumbar spine with apex at l2; grade I anterior slippage of l4 on l5; solid looking fusion l4/5 and l5/s1 with intervertebral bone graft material at the left of l4/5 which had a slight posterior displacement resulting in moderate encroachment of the left sub-articular recess; right s1 pedicle screw extended along the lateral margin of the right l5/s1 disc space, that screw traversed the region of the descending right l5 nerve root distal to its foraminal exit (possible correlation to right l5 radicular symptoms); and mild to moderate neural foraminal narrowing at bilateral l4/5 and moderate at l5/s1. On (B)(6) 2009, the patient reported right buttock pain, right lower extremity pain, and some back pain. A precious CT scan had demonstrated a ?less than ideal position of the right l3-4 pedicle screw. On(B)(6) 2009, the patient presented with right lower extremity pain. X-rays and a previous MRI showed a ?less than ideal position of the right l3-4 pedicle screw?? There did appear to be good fusion. On (B)(6) 2009, the patient was presented with the preoperative diagnosis of chronic right lower extremity radiculopathy and a ?less than ideal? Position of l4 right pedicle screw. The patient underwent surgery which consisted of an exploration of lumbar fusion with implant excision, l4-s1 bilaterally and revision foraminotomies l4, l5, and s1 on the right. Per the operative reported??on the right side, the l4 screw was grossly loose. The s1 screw was partially loose. The l5 screw was well fixed, the entire instrument and construct was taken down with no remaining hardware?? Post operatively there was some mild acute blood loss anemia, otherwise no significant complications. On (B)(6) 2009, the patient was discharged from hospital. On (B)(6) 2010, the patient presented with chronic lower extremity pain. On (B)(6) 2010, the patient underwent a MRI which demonstrated evidence of epidural fibrosis of s1 nerve root. An MRI demonstrated: l5-s1 intervertebral disc space narrowing and disc herniation, mild retrolisthesis l5 relative to s1, central disc osteophyte indented the ventral surface of the thecal sac, right and left neural foramen was mildly narrowed; l4-5 left parasagittal disc osteophyte which had indented and flattened the left ventrolateral aspect of the thecal sac producing moderate left pre-foraminal stenosis. On (B)(6) 2010, the patient presented with chronic right lower extremity radiculopathy. The patient took 3-4 percocet a day for pain. On (B)(6) 2010, the patient presented with lumbar spinal stenosis and chronic lower extremity radiculopathy. On (B)(6) 2010, the patient underwent an l3-4 epidural steroid injection. On (B)(6) 2010, the patient presented with chronic right lower extremity pain and recent left lower extremity pain. The patient described the pain as being progressive ?deep muscle spasms?. The patient reported an exacerbation of leg pain two days after the (B)(6) 2010, epidural injection which then diminished. The patient also reported a new onset of the feeling of instability and acute pain in the back. X-rays of the lumbar spine showed some posterior migration of the l4-5 interbody graft ? Unchanged. On (B)(6) 2010, the patient underwent a MRI which showed some residual central disc protrusion at l5-s1 and left side foraminal stenosis secondary to graft protrusion at l4-5 level. On (B)(6) 2010, the patient presented with chronic right lower extremity pain. On (B)(6) 2010, in a note, the question of a dorsal stimulator was brought up. On (B)(6) 2011, the patient underwent lumbar x-rays which showed a t12 compression fracture of a questionable acuity. On (B)(6) 2011, the patient presented right lower extremity radiculopathy and new left lower extremity pain. The patient also reported muscle spasms. The patient was taking 5 percocet a day for pain. On (B)(6) 2011, the patient presented bilateral lower extremity radiculopathy and underwent a MRI of the lumbar spine which demonstrated l4-5 intervertebral sic spacer with posterior aspect posterior to the margin of the disc annulus to the left of midline which was not significantly changed from last study but did cause stenosis of the left lateral recess and likely contacted the descending right l5 nerve root; and l5-s1 stable right neural foraminal narrowing and right posterior central disc osteophyte complex flattening the anterior thecal sac without neural impairment. On (B)(6) 2011, the patient presented with chronic difficulties associated with right lower extremity pain. The patient also presented some left lower extremity pain which was new that year. Previous radiographs had shown the l4-5 interbody device protrusion. On (B)(6) 2011, the patient presented with bilateral leg pain and underwent a lumbar MRI for evaluation of canal stenosis which demonstrated moderate curvature of the upper lumbar spine convex to the left with persistent mild anterior subluxation of l4 on l5; bilateral pedicle screws previously demonstrated had been removed; the interbody fusion device on the left l4/5 protruded into the anterior aspect of the spinal canal on the left; l5/s1 and l4/5 showed mild bilateral foraminal narrowing; l3/4 extensive joint degenerative changes bilaterally; l2/3 broad disc bulge, moderate facet joint degenerative changes and prominence of the epidural fat which produced mild compression of the thecal sac; and clumping of nerve roots of the cauda equina at the l3 level and distribution of the nerve roots along the periphery of the thecal sac from l4 through s1 consistent with prior arachnoiditis. On (B)(6) 2012, the patient presented with chronic right lower extremity radicular pain and back pain. X-rays showed no interval changes compared to (B)(6) 2011. Assessment: chronic lumbar radiculopathy; chronic low back pain; and post-surgical arthrodesis status. Per the encounter notes, the doctor did not feel further operative management was indicated. On (B)(6) 2012, the patient presented with low back and right leg pain and underwent a lumbar spine MRI which demonstrated l4/5 and l5-s1 stable postoperative changes and patent central canal and foramina; and stable changes of prior arachnoiditis. There was levoconvex scoliosis; minimal old compression deformity of the upper endplate t12 without retropulsion; l2/3 and l3/4 mild diffuse budging with bilateral facet hypertrophy and bilateral ligamentum flavum thickening; l4/5 showed minimal anterolisthesis and a bone plug which protruded into the left ventral epidural space (probable epidural fibrosis; l5-s1 there was a bone plug in the lower left l5 vertebral body, degenerative disc disease, probable epidural fibrosis; and nerve roots from l4 to the sacrum were distorted ? Compatible with arachnoiditis. On (B)(6) 2012, the patient presented with chronic right lower extremity symptoms; difficulty with urinary incontinence (was status post ?bladder suspension? X2); and right lateral foot pain at night. It was reported that the patient had had a recent visit to the ER in (B)(6) secondary to right lower extremity pain. The patient was taking 6 percocet a day for pain. X-rays demonstrated no interval changes from x-rays taken the previous (B)(6). Assessment: lumbar degenerative disease; lumbar spinal stenosis; chronic lumbar radiculopathy; chronic low back pain; and post arthrodesis status. On (B)(6) 2013, the patient underwent lumbar x-rays which demonstrated some posterior migration unchanged from initial post-operative findings of l4-5 interbody graft. A lumbar MRI was conducted which showed minimally migrated l4-5 interbody graft with no other significant pathology. On (B)(6) 2013, the patient presented with degenerative disc disease with back pain and bilateral lower extremity pain. The patient underwent a lumbar spine MRI which showed a postoperative sequel with laminectomy defects and fusion hardware in place at l4/5; left-sided intervertebral fusion device at l4/5 protruding into the left ventral epidural space; mild disc bulging and facet degeneration a t l2/3 and l3/4 as well as slight anterolisthesis at l3/4; a stable appearing sequela of prior arachnoiditis with clumping of the lower intra-thecal nerve roots; and the convex left scoliosis seemed somewhat more pronounced. On (B)(6) 2013, the patient presented with ongoing right lower extremity pain and left lower extremity pain. The patient reported an upcoming gastric bypass surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, patient underwent MRI of brain. Impression: no evidence of vestibular schwannoma, no evidence of focal abnormality in the brain such as intracranial mass lesion, hydrocephalus, or ischemia. On (B)(6) 2008, patient underwent following procedure: l4 and l5 laminectomy decompression with bilateral l4, l5, and s1 foraminotomies. L4 to s1 posterior spinal fusion with instrumentation. L4-5 and l5-s1 posterior lumbar interbody fusion performed with rh-bmp2/acs autograft and allograft. Intertransverse placement of locally harvested autograft. Intertransverse placement of allograft bone; for following pre-op diagnosis: right lower extremity radiculopathy. Post laminectomy syndrome. Lumbar degenerative disk disease. Lumbar spinal stenosis. Per-op notes: after placing pedicle screws and large s1 foraminotomy. The l5 nerve root was protected toward the midline and a left-sided l4-5 annulotomy was made. The entire disk space was prepared appropriately. A large amount of locally harvested autograft was débrided of soft tissue, then morsellized in preparation for use as an autograft, both in the interbody and intertransverse space. A total of 9 ml of graft was harvested and prepared. This was deemed grossly inadequate and 30 ml of crushed cancellous bone was placed onto the field. A rh-bmp2/acs autograft construct was placed into a peek graft and then placed on the left at the l4-5 level. A rh-bmp2/acs construct was also placed on the right side at the interbody space after thorough and meticulous endplate preparation. At l5-s1, minimal but obvious movement was apparent at the l5-s1 segment. On the left, the s1 nerve root was protected and a left-sided annulotomy was made. The disk space was prepared and an appropriate size peek interbody graft with the rh-bmp2/acs construct was placed on the left at l5-s1. Attention was then turned toward intertransverse fusion. The transverse processes and sacral ala were all thoroughly decorticated. The remaining rh-bmp2/acs along with the allograft and autograft was mixed and placed in the intertransverse space l4-s1. No complications were reported during the procedure. On (B)(6) 2008, patient presented for follow-up. X-rays from (B)(6) 2008 showed that l4-5 interbody graft on the left had migrated posteriorly compared to her (B)(6) 2008 intraoperative c-arm images the graft had obviously migrated posteriorly. This is minimal in nature. On (B)(6) 2010,patient underwent non contrast MRI of lumbar spine. Impression: mild left convex rotoscoliosis centered at l2. T11: old mild and benign appearing superior end plate compression fracture without stenosis. L4-5: interbody fusion. The bony fusion plug is slightly posterior narrowing the left subarticular recess. Laminectomy is noted and no spinal stenosis, herniated nuclear fragment, or foraminal narrowing are identified. L5-s1: interbody fusion. Central peri-disc osteophyte without nerve root compression. Laminectomy. Mild right foraminal narrowing, exiting nerve root not appearing compressed. On (B)(6) 2010, patient presented for follow-up. Patient reported right lower extremity radiculopathy. MRI from (B)(6) 2010 showed left sided foraminal stenosis secondary to graft protrusion at the l4-5 level. She does have some residual central disk protrusion at l5-s1 although this has improved markedly from her (B)(6) 2008 MRI. On (B)(6) 2011, patient reported onset of onset of left lower extremity pain with chronic right lower extremity pain. X-rays showed t12 compression fracture. On (B)(6) 2012, patient reported onset of left lower extremity pain with chronic right lower extremity pain. X-rays showed no changes compared to previous study. MRI from (B)(6) 2011, showed multiple levels of mild spinal stenosis l2-3 through l5-s1. The left l4-5 interbody graft is demonstrated in a less than ideal position but only causing mild stenosis. This graft is well fixed in this position. There is obvious arachnoiditis. On (B)(6) 2013, patient underwent MRI of lumbar spine. Impression: postoperative sequela again noted at l4/5 and l5/s1 with laminectomy defects and fusion hardware in place. No significant canal stenosis at these levels. Note is again made that the left-sided intervertebral fusion device at l4/5 protrudes into the left ventral epidural space. This appears unchanged. Unchanged mild disc bulging and facet degeneration at l2/3 and l3/4 as well as slight anterolisthesis at l3/4. No significant canal or foraminal stenosis at these levels. Sequela of prior arachnoiditis again noted with clumping of the lower intrathecal nerve roots. This appears stable. Convex left scoliosis in the lumbar spine appears somewhat more pronounced currently.